Manufacturer narrative:
Per conversation with the customer on 03/03/2015, the customer stated that the probe wipe block was replaced and the instrument ran without leaks. The probe wipe block cleans the outside of the aspiration probe; it can also be called the probe wipe housing. (B)(4).

Event description:
The customer reported a fluid leak of approximately 4 ounces (fl. Oz.) From the probe of a coulter act diff 2 analyzer. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.